Manufacturer narrative:
(B)(4) date sent: 2/4/2026 d4: batch # 532d25 / 03sr75. Investigation summary the product was returned to ees for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sr75 reload revealed the reload was received with the knife completely outside the doghouse and it was noted that the "doghouse" component of the cartridge was damaged. The reload had the proximal 14 drivers up from the right side, 8 drivers up from the left side and the remaining drivers down with staples present. The swing tab returned in the unlocked position and the left gripping surface was damaged. Further analysis showed that the knife subassembly was broken and a dent was noted on the pan cartridge making the reload non-functional. No functional test was performed due to the condition of the reload. The findings indicate the reported event was related to improper use of the reload, specifically improper loading technique, such as the cartridge reload being long loaded and the firing knob not returned completely prior to opening, which may result in damage to the knife shroud and the device not closing. Users are advised to ensure the cartridge is inside the channel track and to follow the proper loading technique as described in the instructions for use. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number of 532d25 / 03sr75 , and no non-conformances were identified. Additional information was requested and the following was obtained: is the current patient status known? : no was there any patient consequence or change in the post-operative care of the patient as a result of the event? : no this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the reload stuck in gun not able to fire the cartridge. No patient consequences were reported.